Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose value due to under delivery of insulin. Customer did not use auto mode feature at the time of high blood glucose event. Customer treated high blood glucose with manual injections. Customer alleged possible pump under delivery because delivered boluses but blood glucose was not coming down. Customer reports site is changed every 2 to 3 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.